Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on an unknown date in (B)(6) 2022, and on (B)(6) 2022, the patient faced kinked cannula due to which she experienced high blood glucose levels. However, the symptoms and issue were noticed within three hours of insertion. This issue occurred with ten infusion sets. Therefore, on (B)(6) 2022, she was admitted to the emergency room due to high blood glucose level 600 mg/dl (highest value) and the infusion had been used for 2-3 days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.